Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise was suspected to be due to external interference, however, the physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.